Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user. The event can be prevented by following the instructions for use which state: preventive measure: gif/cf/pcf-190 series reprocessing manual, chapter 5: "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the colonoscope was not being regularly cleaned by staff using the air/water channel cleaning adapter during the precleaning process. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.